Event description:
Technician alleged head end of a bed won't rise.

Manufacturer narrative:
Technician found head hi/low up coil valve stuck. He removed, cleaned and reinstalled to resolve. No injuries reported.